Event description:
Boston scientific received information from the patient that the communicator wouldn't power on. During troubleshooting, the patient reported that the communicator power supply was hot to the touch. No adverse patient effects were reported. The communicator was replaced.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the communicator was performed. Visual observation noted that the power plug on the power supply was melted and the terminal pin was separated and observed to be in the communicator's power jack. Detailed analysis was unable to be performed based on the condition of the returned product.